Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases,and deformation. Cloudiness and bubbles in the gel were observed after the autoclave cycle. A weight test of the explanted material was completed and it was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.